Event description:
When the hcp attempted to fit the stimloc cover onto the base, it wouldn't clip into place because the cover diameter was too large. It was also reported that one of the square holes where the feet of the cover articulate to the ring was machined too small. The hcp cut the foot off the cover to allow it to sit flat against the ring. The cover was anchored at 3 points rather than 4. The modified cover was implanted in the patient.

Manufacturer narrative:
Unknown deep brain stimulation system. Results: stimloc cover.